Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented during the follow-up. Decreased sensing and increased threshold issues were noted. Rv lead dislodgment was observed under the x-ray. The physician suspected that dislodgement was caused by patient's inappropriate shoulder movement. During the lead repositioning, the set screw was failed to deploy. The lead was replaced. The patient was stable.